Manufacturer narrative:
A review of the lot batch record concluded there were no observed abnormalities in the weighing, formulation, filing, and packaging steps. The batch was manufactured in accordance with all specified requirements. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The device was not returned. An assessment of the event was completed by valeant medical personnel. The dentist used articaine which is not off label, however valeant medical personnel recommended the dentist only use lidocaine with epinephrine. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Dentist reported patient had an infiltration on the mandibular lower left bicuspid. Articane 4% with 1:100 epinephrine was administered. Patient developed advanced necrosis with pain, fever and significant tissue sloughing. Patient was treated with kenalog in orabase and augmentin 500 mg and symptoms took weeks to resolve.